Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During the investigation, manufacturer collected the information on the impact to the patient, and obtained the information that there was no complication observed with the patient through CT and MRI observation after the procedure, and that patient is in stable condition. Upon receipt of returned product, investigation was made and revealed that the plastic polymer coating over the shaft was scraped off on one side of the cylindrical surface of the shaft, for approx. 20cm or 75-95cm from prox. End. Close observation of returned foreign material suggested that the material was the plastic polymer coating scraped off from the guidewire. Lot history review revealed no anomaly relating with the reported event. All the products are inspected in the production process for meeting the product specifications and shipping criteria, including the adhesion strength of the coating. Based on the obtained information there is no indication of a product deficiency. With the provided information and the outcomes of inspection of the returned items, it is inferred that guidewire was removed back under the condition where the tip of the metallic inserter used in combination was contacting the guidewire with angle, so that the coating of the guidewire was exposed to excessive abrasive and scraping force and damaged.

Event description:
Reportedly, in the procedure for embolization to cerebral arteriovenous malformation (avm) subject guidewire was advanced, through metallic inserter, into a microcatheter, and when removed, foreign material was found out from the micro catheter. Micro catheter was moved back, so another guidewire was advanced into the catheter for coil embolization, and the procedure was completed. Physician provided comment that the foreign material may be the plastic polymer coating that was scraped off from the shaft of the guidewire due to the contact with the metallic inserter. During the investigation, manufacturer collected the information on the impact to the patient, and obtained the information that there was no complication observed with the patient through CT and MRI observation after the procedure, and that patient is in stable condition and has been discharged.